Manufacturer narrative:
Due to character limit in the e1 section, the full initial reporter's name is (B)(6). Due to character limit in the e1 section, the full event site address is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer during routine check that, the cs100 intra aortic balloon pump had loud condensate removal module fan operation. There was no patient involvement and no injury reported.

Manufacturer narrative:
Corrected fields: d10. Updated fields: b4, d9, e1-event site email, g1-contact person at mfg site, g3, g6, h2, h3, h6-medical device problem code, type of investigation, investigation findings, investigation conclusion code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced the crm module of the counter-pulsation pump, in accordance with repair offer.

Event description:
N/a.